Event description:
It was reported that the right ventricular (rv) lead had high thresholds, no capture and high impedance. The lead was capped and re placed. No patient complications have been reported as a result of this event.